Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 16 devices were evaluated in the field and the issue was confirmed; 1 device had missing components, 1 device had bent components, 8 devices had broken/damaged components, 2 devices had electrical shorts, and 4 devices had calibration issues. The devices were repaired and returned. 27 devices were evaluated in the field and the issue was confirmed. However, there was no product malfunction; the issue was the result of use error as the scale was not properly zeroed before use. 4 devices were not evaluated, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support. 3 devices were not evaluated, as they were not made available for evaluation. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 51 </noe> malfunction event(s), where it was reported the scale was inaccurate. There was no patient involvement.

Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 16 devices were evaluated in the field and the issue was confirmed; 1 device had missing components, 1 device had bent components, 8 devices had broken/damaged components, 2 devices had electrical shorts, and 4 devices had calibration issues. The devices were repaired and returned. 27 devices were evaluated in the field and the issue was confirmed. However, there was no product malfunction; the issue was the result of use error as the scale was not properly zeroed before use. 4 devices were not evaluated, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support. 3 devices were not evaluated, as they were not made available for evaluation. The remaining device was evaluated in the field and the issue was confirmed; the device had broken/damaged components. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 51 </noe> malfunction event(s), where it was reported the scale was inaccurate. There was no patient involvement.